Manufacturer narrative:
Tracking #.48885. Based upon the inquiry info rec'd, visual examination and functional test, no conclusion could be reached as to how the reported event occurred. The instrument was rec'd with two staples in the nose. The instrument was cycled and first staple was fired good, the second one was removed and the next 16 staples fired successfully.

Event description:
It was reported the ems was used during a laparoscopic hernia repair. It was reported by the affiliate the staples would not deliver. There was no consequence to the pt.